Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding insulin pump had defective retainer ring from the attorney of the family. The information received to medtronic on (B)(6) 2021. Customer stated that the insulin pump failed to delivered proper amount of insulin. Customer also stated they had visited to paramedics due to hypoglycemia. Customer also suffered from lost consciousness and psychotic episode that injured his wife. The insulin pump will be returned for the further analysis. The reservoir will not return for the analysis.